Manufacturer narrative:
Age or date of birth, sex, weight, and ethnicity: unknown/ not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the patient interface(pi) during the laser firing. Procedure was completed successfully with a new pi. There was no patient injury or surgical intervention needed. This report is 1 of 2.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: 19 aug, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: a visual inspection of the returned products did not reveal any obvious defects or damage. Functional testing was performed and reported issue not confirmed. Manufacturing record evaluation: the manufacturing records for the patient interface were reviewed. The product was manufactured and released according to specification. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.